Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr powered the unit and found that the display was freezing up. Troubleshooted unit and found that the uiim is the problem.

Event description:
The customer reported that the avea display keeps on freezing after 3 to 5 minutes of power up. The customer confirmed that there was no patient involvement associated with the reported event.